Event description:
Revision surgery - due to the pt's leg length and pain; the surgeon removed the size 28mm ceramic head.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 5.4 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical of examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this product, two due to dislocation. This is the first complaint for this lot number. The root cause of the pain was most likely due to the leg length issue. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.